Event description:
It was reported that the patient experienced diaphragmatic stimulation, and upon a lead reposition attempt the doctor noticed blood ingressed in the lumen of the lead. The full lead was explanted. No patient complications were reported as a result of the event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Follow-up with the user facility revealed that this event did not meet their MDR reporting threshold. Evaluation summary lfj070264v outer tubing esc breach/breach (non-electrical) was found on analysis of the full lead. This did not affect the device performance.